Event description:
It was reported that the pt reported a device alarm. A critical device alarm was confirmed. Alarm was due to a motor stall. The device was reset and a low battery was reported. Device was in "safe mode." The pt's device was explanted to avoid in vivo battery depletion. The medication being delivered via the device system was not reported. No pt outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.